Manufacturer narrative:
The complaint notification associated with this device described that one bolt in the back of the joint disengaged. No serious injuries were sustained as a result of the failure and no medical treatment was required. The evaluation of this device was conducted at the manufacturer's service center on november 24th, 2016. After evaluation we can confirm that one bolt disengaged and got lost. Further usage of the joint with loose bolts led to a damaged frame. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Customer stated that one bolt came out of the back of the knee joint and the knee joint is unstable. No fall or injury occurred due to this failure.